Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain and turbid effluent. The cause and treatment of the event were not reported. On the same day as the onset, the patient was hospitalized for treatment. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information could be provided as the reporter declined follow-up.